Manufacturer narrative:
Investigation summary: it was reported that one case was rejected due to fuzz found on some pieces. To aid in the investigation, one case box with bulk needle assemblies and one photo was provided for evaluation by our quality team. The box and plastic bag are labeled as part number 301701, lot number 1118420. The plastic bag label indicates a quantity of eighteen hundred units. A random sample of one hundred twenty-five units was taken and inspected with a 10x magnifier lens. No defects or imperfections were observed. The photo provided shows a needle with no plastic shield and the needle point with what appears to be a residue layer of silicone that is added to the needle to make a smooth needle insertion. A device history record review was completed for provided material number 301701, lot number 1118420. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 needle 22ga 1-1/2in safetyglide ns contained foreign matter. The following information was provided by the initial reporter: "it was reported that one case was rejected due to fuzz found on some pieces."